Manufacturer narrative:
Product in complaint was returned to zoll (B)(4) for investigation. Zoll (B)(4) confirmed the customer's reported complaint. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed no damages were observed. Functional testing was performed and the reported error 136 (internal parameter corrupted) was reproduced. Further inspection determined the error was caused by the pca board not functioning properly. A review of the archive was not deemed necessary since the complaint failure was observed and confirmed during functional testing at the repair facility. Based on the investigation, the part(s) identified for replacement was the pca board assembly. In summary, the reported complaint was confirmed during functional inspection and attributed to a pca board which was not functioning properly. Following replacement of the pca board, the device passed all testing criteria.

Event description:
Complainant reported that during a device check, the autopulse® platform displayed a "system error" error code 136 (internal parameter corrupted) message. There were no reports of any patient involvement. No further details were provided.